Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed but the exact cause is unknown. One video sample of a safestep infusion set in use was returned provided for investigation. Fluid was observed outside of the needle housing. The exact source of the leaking fluid could not be determined from the video sample provided. Possible contributing factors include excessive manipulation and inadequate adhesive bond. As fluid was observed to be leaking from the needle housing, the complaint is confirmed but the exact cause could not be determined. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that there was leaking noted from the hub. No other information was provided.